Manufacturer narrative:
Per the IFU: "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use.

Event description:
It was reported that the distal tip of the inserter broke during insertion of the screw. Patient outcome: the report indicates that the patient outcome was good. No adverse effects have been reported regarding this event.